Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the abbott diabetes care (adc) device. The customer received an unspecified low reading on the adc device and stated the reading was lower than what was felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as a headache, chest pain, nausea, and vomiting. The customer then self-treated by consuming 5 packets of sugar and a glass of coke; however, the low readings remained on the adc device. After an unspecified amount of time, the customer obtained an unspecified high reading on a capillary test and subsequently administered 20 iu of humalog insulin for corrective treatment. There was no report of death or permanent impairment associated with this event.